Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they use lithium batteries. The mother was advised to use aaa (B)(6) alkaline batteries. The mother stated that the screen is blank probably because the battery is dead. The mother was advised to call back if the display did not return.